Event description:
The crossflow outflow cassette tubing was initially used for the case. After the case began and the inflow and outflow tubing were connected to the arthroscopy port, it was observed that no outflow occurred while the port was inserted and open. However, when the physician used the shaver, outflow functioned properly, and fluid flowed through as expected. Troubleshooting steps included ejecting and reinserting the cassette, but this did not resolve the issue. A new set was then opened to obtain replacement tubing, after which the case proceeded without further issues.